Event description:
It was reported that the patient presented to the hospital with rv lead noise. Review of egms noted non-physiologic noise was oversensed and led to device charging, but return to sinus occured before therapy delivery. It was later noted that the noise was contributed to the patients vigorous coughing spells. The lead remains implanted.

Event description:
New information received notes that the patient presented to clinic and a programming change was made. Noise was still observed on the ventricular channel. Further programming changes were recommended.